Manufacturer narrative:
PMA/510(k) # k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 1 x echo-hd-22-ebus-p-c from lot number c1340873 was returned to cirl for evaluation upon evaluation of the returned device the following was noted: the broken part of the needle was returned in a container. The stylet was partially out on return. The needle was bent below the sheath extender attributed to these conditions. The distal needle break was approximately 15mm, this was verified with a ruler which can be seen in the images. The stylet was out same distance. The customer complaint is considered to be confirmed as needle broken. R&d possible root cause :"the root cause for this complaint is possibly the needle being advanced into the tracheal rings causing the needle tip to bend and then break. A caution note is in the product ifu0110-5 stating the following ¿caution: if excessive resistance is encountered on needle advancement, retract the needle into the sheath with the thumbscrew locked at 0cm mark, reposition the scope and attempt needle advancement from another angle. Failure to do so may result in device damage or malfunction¿. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c devices of lot# c1340873 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted as the device was returned and evaluated the needle bent and broke off into the node in the patient's lung. The needle fragment was retrieved with forceps. They successfully completed the procedure with another 22 gauge needle.

Manufacturer narrative:
PMA/510(k) # k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 it was originally indicated that the device involved in this complaint was being returned to cook ireland for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c devices of lot# c1340873 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The needle bent and broke off into the node in the patient's lung. The needle fragment was retrieved with forceps. They successfully completed the procedure with another 22 gauge needle.